Event description:
This is an international report that was received on (B)(6) 2012 from a nurse at the treating renal unit stating the patient is experiencing a reported fault with the homechoice pro machine, stating that the therapy completed with a negative ultra-filtration of 656ml and the machine did not alarm low ultra-filtration even though the ultra-filtration target is set to 2000ml. The nurse manually drained 3150ml from the patient after the therapy. The event has been confirmed after reviewing the event log. The therapy in question was started on (B)(6) 2012 and completed on (B)(6) 2012. The technician noted that cycle 6 was not conducted by the machine and indeed there was no low ultra-filtration alarm and the machine moved onto the last fill with a negative ultra-filtration of 656ml. The nurse stated that the patient usually ultra filtrates in excess of 1000 ml. This 1000 ml plus the negative ultra-filtration of 656 plus the last fill volume of 1500 ml may account for the manual drain of 3150 ml.

Manufacturer narrative:
(B)(4). The cause was use error, tidal total uf removal set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Sample evaluation: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A device history review was performed and no abnormality was observed in the manufacturing of this device. A service history review revealed no previous service events were related to the reported condition.